Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the stylus and cursor did not align on the screen. The bezel shield assembly was replaced, and the stylus was recalibrated. The software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus would lose calibration everytime the programmer was turned off and on again. The programmer was returned to service. There was no patient involvement.